Event description:
Description of event according to initial reporter: once placed the introducer it was not posible to cross the valve with the filter. The filter was advanced from femoral approach. Patient outcome: another filter was needed to be placed.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k233680. Summary of investigational findings: the celect-pt filter could not be advanced through the valve during advancement from femoral approach. Another filter was successfully placed. Based on the investigation findings and the information provided the exact reason for the reported difficulties in advancing the filter through the sheath cannot be determined. A damage in the introducer sheath may have complicated the advancement of the filter introducer and the sheath may have been cut after removal from the patient, but this is pure speculation, as only the handle portion of the sheath was returned. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.